Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to dislocation between the femoral component and the insert. The doctor says that the insert had excessive wear.

Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed due to dislocation between the femoral component and the insert. The doctor says that the insert had excessive wear. The affected complaint device, used in treatment, was returned and evaluated. The visual inspection of the returned device shows deep cuts on the inferior surface of the insert. Scratches are observed on the articulating surface. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. A clinical evaluation noted that per email communication, the surgeon suspects that the cause of the dislocation was excessive wear of the insert. It was reported that the requested surgical records and x-rays are not available. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.